Manufacturer narrative:
A ge service rep performed an onsite investigation. The chips on the control panel processor were reseated. The system was tested and found to be working as intended and returned to service.

Event description:
It was reported that the system would intermittently give fast stop activated errors. This error will cause the system to lock up and have to be rebooted. There is no report of injury or death associated with the event described in this complaint.